Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. The electrode was returned severed in two pieces. Based on the analysis results, we suspect that the fracture was a result of pulling during the explant procedure. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of several inappropriate shocks. The noise was able to be reproduced with manipulation of the device in the pocket. Additionally, a sensing not optimized message was observed due to a reference template not being obtained and saved. Boston scientific technical services (ts) discussed potential causes for the noise and additional troubleshooting options. Subsequently, the device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of several inappropriate shocks. The noise was able to be reproduced with manipulation of the device in the pocket. Additionally, a sensing not optimized message was observed due to a reference template not being obtained and saved. Boston scientific technical services (ts) discussed potential causes for the noise and additional troubleshooting options. Subsequently, the device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.